Event description:
The patient underwent ankle fusion of the right ankle with plates and screws previously on (B)(6) 2012 (implant date). The fusion failed to unite. Some hardware loosening and broken screws and plates were reported. The patient underwent hardware removal of all hardware on (B)(6) 2013 (explant date). All hardware was successfully removed. Product quantities provided but the part and lot numbers are all unknown. It was stated that 12 locking screws, 4 cortex screws, 2 cannulated screws and 3 plates were involved. No part or lot numbers were available. No more details reference the parts is available. All parts involved and removed were returned to patient and are not available for retrieval. This report is for a quantity of 12 unknown locking screws. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for 12 unknown locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.